Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080837.

Event description:
It was reported that the patient underwent an explant procedure due to exposed lead wires. The explanted devices were not returned.